Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent had difficulty in advancing and when the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.